Manufacturer narrative:
Evaluation of the returned device, reportedly the subject of these alleged events, found the device to be intact and functional. There is no indication of device non-conformance or failure asociated with these events. The etiology of the reported infection, wound dehiscence and extrusion is unknown. The potetntial for infection and would dehiscence to occur is addressed in the labeling and are known procedural and/or physiological complications associated with this type and any type of surgery. The potential for extrusion is also addressed in the labeling and therefore is not an unanticipated procedural and/or physiological event.

Event description:
Alleged infection/extrusion. Follow-up findings: as per physician patient also had wound dehiscence. Etiology unknown.